Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump stopped working. He was trying to program a bolus and the device turned off, showing a blank display. Customer's blood glucose was 241 mg/dl. The act button on the device was unresponsive when customer was attempting to enter her blood glucose. Customer changed the battery and the device still needs to be reset and now has a blank display, no power. Customer's mother didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip. No unexpected blank display.